Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time not specified). The patient's testing frequency is not known. According to the csr's documentation, the patient manages her diabetes with insulin (via insulin pump); however, in response to the alleged power issue the patient reportedly , at an unspecified time that day, skipped her insulin regimen (dosage unknown) and subsequently eight hours later, she reportedly was "feeling bad" (symptoms not specified). According to the csrp documentation, the patient tested her blood glucose with another device on (B)(6) 2012 (time unclear) and her reading was "as expected" and the following morning the patient administered her lantus insulin (dosage unknown). During troubleshooting, the csr noted the subject meter's batteries did not need to be replaced per owner's booklet recommendation, the patient was using the correct test strip at the time the alleged issue occurred, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The alleged power issue, however, remains unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence the patient developed symptoms suggestive of severe hypoglycemia or hyperglycemia, nor is there any indication the patient received medical intervention for either of these conditions.

Manufacturer narrative:
(B)(4): the meter involved with this complaint failed testing. The meter was found to have a damaged lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.